Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("it appears the device had migrated/migration of essure device- location of device: right essure device located at the cornua"), pelvic infection ("infections") and menstrual disorder ("complications from menstruation") in a 35-year-old female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and hypertension. Concomitant products included naproxen (naprosyn) and paracetamol (acetaminophen) since 2008. On (B)(6)2008, the patient had essure inserted. In april 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2010, 2 years 5 months after insertion of essure, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain/pain."). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)-2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infection (other),"). The patient was treated with surgery (bilateral salpingectomy) and surgery (uterine balloon therapy on (B)(6)2010, endometrial ablation). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, dyspareunia, dysmenorrhoea, infection, depression and anxiety outcome was unknown, the pelvic infection and menstrual disorder had not resolved and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, infection, menstrual disorder, pelvic infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2010: negative hysterosalpingogram - on (B)(6)2008: essure in place and both fallopian tubes occluded tubes where correctly occluded concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events depression and mental anguish added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("it appears the device had migrated/migration of essure device- location of device: right essure device located at the cornua"), pelvic infection ("infections") and menstrual disorder ("complications from menstruation") in a 35-year-old female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and hypertension. Concomitant products included naproxen (naprosyn) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, 2 years 5 months after insertion of essure, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain/pain."). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infection (other),"). The patient was treated with surgery (bilateral salpingectomy) and surgery (uterine balloon therapy on (B)(6) 2010, endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, dyspareunia, dysmenorrhoea, infection, depression and anxiety outcome was unknown, the pelvic infection and menstrual disorder had not resolved and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, infection, menstrual disorder, pelvic infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2010: negative hysterosalpingogram - on (B)(6) 2008: essure in place and both fallopian tubes occluded tubes where correctly occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("it appears the device had migrated/migration of essure"), menstrual disorder ("complications from menstruation") and pelvic infection ("infections") in a 35-year-old female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 2 years 5 months after insertion of essure, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain/pain."). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infection (other),"). The patient was treated with surgery (bilateral salpingectomy) and surgery (uterine balloon therapy on (B)(6) 2010, endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, dyspareunia, dysmenorrhoea and infection outcome was unknown, the menstrual disorder and pelvic infection had not resolved and the pelvic pain was resolving. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, infection, menstrual disorder, pelvic infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure in place and both fallopian tubes occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters details added. Aka names added. Lot number added. Event added as infection (other), migration of essure, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain. Historical, concomitant condition and relevant lab data were added. This spontaneous case report is under litigation and refers to a female consumer who experienced pelvic infections and complications from menstruation (menstrual disorder) and underwent a uterine balloon therapy to help alleviate the symptoms. Later, she was told that it appears the device migrated (device dislocation). All events are anticipated in essure¿s reference safety information. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering pelvic infection started after essure insertion, event was regarded as related to essure. Menstrual disorder was not specified, however, as menses pattern changes and dysmenorrhea may occur within essure users, given the positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. The exact time point and mechanism of device dislocation are not known. However, considering the nature of event, it was considered related to essure. This case was regarded as incident, as a surgical intervention was required. In addition, a non-serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("it appears the device had migrated/migration of essure device- location of device: right essure device located at the cornua/ right side was not removed due to migration"), pelvic infection ("infections") and menstrual disorder ("complications from menstruation") in a 35-year-old female patient who had essure (batch no: 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: tubes where correctly occluded. Concurrent conditions included menorrhagia and hypertension. Concomitant products included escitalopram oxalate (lexapro), naproxen (naprosyn) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. In april 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In february 2009, the patient experienced pelvic pain ("severe pelvic pain/pain."), 2 years 5 months after insertion of essure. In february 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and menstrual disorder (seriousness criteria medically significant and intervention required). On( B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infection (other),"). The patient was treated with surgery (bilateral salpingectomy and uterine balloon therapy on (B)(6) 2010, endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, dyspareunia, dysmenorrhoea, infection, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic infection and menstrual disorder had not resolved and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: complications from essure removal procedure:only left side coil right side was not removed due to migration. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin: on (B)(6) 2010: results: negative. Hysterosalpingogram: on (B)(6) 2008: results: essure in place and both fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("it appears the device had migrated/migration of essure"), pelvic infection ("infections") and menstrual disorder ("complications from menstruation") in a 35-year-old female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia and hypertension. Concomitant products included naproxen (naprosyn) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 2 years 5 months after insertion of essure, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain/pain."). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infection (other),"). The patient was treated with surgery (bilateral salpingectomy) and surgery (uterine balloon therapy on (B)(6) 2010, endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, dyspareunia, dysmenorrhoea and infection outcome was unknown, the pelvic infection and menstrual disorder had not resolved and the pelvic pain was resolving. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, infection, menstrual disorder, pelvic infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2010: negative. Hysterosalpingogram - on (B)(6) 2008: essure in place and both fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). On (B)(6) 2018: her concomitant medication was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('it appears the device had migrated/migration of essure device- location of device: right essure device located at the cornua/ right side was not removed due to migration'), pelvic infection ('infections') and menstrual disorder ('complications from menstruation') in a 35-year-old female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *tubes where correctly occluded. Concurrent conditions included gerd since 2013, menorrhagia and hypertension. Concomitant products included escitalopram oxalate (lexapro), naproxen (naprosyn) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain/pain."), 2 years 5 months after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and menstrual disorder (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infection (other),"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy and uterine balloon therapy on (B)(6)2010, endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, dyspareunia, dysmenorrhoea, infection, depression and anxiety outcome was unknown, the pelvic infection and menstrual disorder had not resolved and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: complications from essure removal procedure:only left side coil right side was not removed due to migration. Plaintiff received treatment for pain, bleeding, migration . Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2010: results: negative. Hysterosalpingogram - on (B)(6)2008: results: essure in place and both fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, dysmenorrhea, dyspareunia. Lot number: 626402 manufacturing date: 2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('it appears the device had migrated/migration of essure device- location of device: right essure device located at the cornua/ right side was not removed due to migration'), pelvic infection ('infections') and menstrual disorder ('complications from menstruation') in a 35-year-old female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *tubes where correctly occluded. Concurrent conditions included gerd since 2013, menorrhagia and hypertension. Concomitant products included escitalopram oxalate (lexapro), naproxen (naprosyn) and paracetamol (acetaminophen) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain/pain."), 2 years 5 months after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and menstrual disorder (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infection (other),"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy and uterine balloon therapy on (B)(6) 2010, endometrial ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, dyspareunia, dysmenorrhoea, infection, depression and anxiety outcome was unknown, the pelvic infection and menstrual disorder had not resolved and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: complications from essure removal procedure:only left side coil right side was not removed due to migration. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2010: results: negative. Hysterosalpingogram - on (B)(6) 2008: results: essure in place and both fallopian tubes occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated. Events: bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("complications from menstruation"), device dislocation ("it appears the device had migrated") and pelvic infection ("infections") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On (B)(6) 2010, 899 days after starting essure, the patient experienced menstrual disorder (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("severe pelvic pain") and pelvic infection (seriousness criteria medically significant and clinically significant/intervention required). In 2011, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (uterine balloon therapy to help alleviate the complications from menstruation on (B)(6) 2010). At the time of the report, the menstrual disorder, pelvic pain and pelvic infection had not resolved and the device dislocation outcome was unknown. The reporter considered menstrual disorder, device dislocation, pelvic pain and pelvic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2008: hysterosalpingogram result was essure in place and both fallopian tubes occluded. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who experienced pelvic infections and complications from menstruation (menstrual disorder) and underwent a uterine balloon therapy to help alleviate the symptoms. Later, she was told that it appears the device migrated (device dislocation). All events are anticipated in essure's reference safety information. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering pelvic infection started after essure insertion, event was regarded as related to essure. Menstrual disorder was not specified, however, as menses pattern changes and dysmenorrhea may occur within essure users, given the positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. The exact time point and mechanism of device dislocation are not known. However, considering the nature of event, it was considered related to essure. This case was regarded as incident, as a surgical intervention was required. In addition, a non-serious event was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("complications from menstruation"), device dislocation ("it appears the device had migrated") and pelvic infection ("infections") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 2 years 5 months after insertion of essure, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and pelvic infection (seriousness criteria medically significant and intervention required). In 2011, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (uterine balloon therapy to help alleviate the complications from menstruation on (B)(6) 2010). At the time of the report, the menstrual disorder, pelvic pain and pelvic infection had not resolved and the device dislocation outcome was unknown. The reporter considered device dislocation, menstrual disorder, pelvic infection and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure in place and both fallopian tubes occluded quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-apr-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who experienced pelvic infections and complications from menstruation (menstrual disorder) and underwent a uterine balloon therapy to help alleviate the symptoms. Later, she was told that it appears the device migrated (device dislocation). All events are anticipated in essure's reference safety information. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering pelvic infection started after essure insertion, event was regarded as related to essure. Menstrual disorder was not specified, however, as menses pattern changes and dysmenorrhea may occur within essure users, given the positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. The exact time point and mechanism of device dislocation are not known. However, considering the nature of event, it was considered related to essure. This case was regarded as incident, as a surgical intervention was required. In addition, a non-serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.